Manufacturer narrative:
Additional/updated information was added to reflect the right side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing/weld was broken at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a fracture near where the upright rear and lower frame tubes were welded. However, the underlying cause could not be determined.

Event description:
Provider broken at a weld on the right side back cane meets the side frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider broken at a weld on the right side back cane meets the side frame.